Event description:
It was reported that the patient's implantable neurostimulator (ins) was replaced on (B)(6) 2012 due to normal battery depletion. During the battery replacement procedure, the patient's lead broke and was replaced. The new lead was positioned in a different place on the "opposite side" of the previous lead. The broken lead was removed. The patient stated she believed the lead broke "when they tried to connect it." The patient stated that the replacement is working properly and controlling the patient's symptoms. Additional information from the patient indicated she did not have concerns regarding her device or therapy.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v019740, implanted: (B)(6) 2007, explanted: (B)(6) 2012. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).